Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for coagulase negative staphylococcus (2cfu/100ml) but the testing result cleared (B)(6) guideline. Omsc reviewed the manufacturer history of the subject device and confirmed no irregularity. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for pseudomonas aeruginosa (21cfu/ endoscope 3) during a routine surveillance culturing test at the facility. It was reported that the user facility had reprocessed the subject device using a non-olympus automated endoscope reprocessor (soluscope 3) with peracetic acid. There was no report of patient infection associated with the event.